Manufacturer narrative:
No button error alarm noted. Down arrow button did not respond due to flattened button dome switch. No moisture damage on electronics noted. Unable to perform displacement, basic occlusion, occlusion, prime and no delivery test due to button keypad anomaly. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on the insulin pump. The blood glucose reading was 360 mg/dl. Customer treated with manual injection. He stated that the insulin pump had been exposed to sweat but had not been dropped. Nothing further was reported.